Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the "trouble" they had is when the patient tried to increase the stimulation on the therapy sessions, they would get a message that said the system was operating at maximum settings. The therapy couldn't be increased any higher than 0.7 ma. No falls or trauma could have contributed to the issue, they had just been doing normal stuff with the therapy and they noticed the maximum settings message when they were trying to do something. The caller stated they had tried decreasing the stimulation the day before, but then they couldn't get it back up again. Agent reviewed maximum settings with the caller and redirected the caller to follow up with the managing health care provider (hcp) to further address the issue. Agent sent the caller healthcare provider listings at the caller's request. Caller and patient to follow up with an hcp to check the implanted system. Additional information was received from the patient. They reported that the cause of the max settings message was determined. Wh en asked the most likely cause of the issue, the patient reported they were not sure but most likely it was 4 years of use. Steps taken to resolve this issue were the device was replaced. The issue was resolved.

Manufacturer narrative:
B3. Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their ins was removed on (B)(6) 2026. They stated that the battery failed so a new device was implanted. The status of the removed ins was unknown.